Event description:
Received information stating pump was unresponsive after charging the pump. It is unk when the pump was last charged or if pump was ever used.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.